Event description:
International affiliate reports valve had been implanted since 1993 in pt who works in room surrounded by computers. During examinations to check icp; it was reported that the pressure would change from 100mm to 70mm h2o which the pt felt was due to magnetism in the room. The dr modified the pressure when such changes were found. When the valve pressure could not be changed in 12/96; the valve was recovered from the pt. Customer requests co to check the valve function.